Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 7/31/2015, the reporter contacted animas and alleged the following: patient states the pump is "over-delivering" insulin. Patient unavailable to speak to, and no pump there to review. Reporter states the patient went to the emergency room for low blood sugar level. Customer support advised reporter to have patient call animas immediately to troubleshoot pump, and to have patient switch to an alternate insulin delivery system. This complaint is being reported as the patient experienced hypoglycemia, and the pump could not be ruled out as a cause or contributor.